Event description:
It was reported that during cleaning conducted at the user facility, device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure. Upon receipt at the manufacturer facility for device evaluation, it was reported that the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during cleaning conducted at the user facility device was leaking an unknown substance. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure. Upon receipt at the manufacturer facility for device evaluation, it was reported that the device ran without user activation after the trigger was released. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported leak was not able to be confirmed by a manufacturer repair technician through visual inspection. No failures were found related to the reported leak. The presence of fluid inside a device can be caused by improper or non-recommended cleaning procedures. The reported unintended activation was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a cracked screw boss in the trigger assembly was found, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.